Manufacturer narrative:
The device referenced in this report has not been returned to siemens for evaluation. If additional information is received or if the device is returned at a later date, this report will be supplemented.

Event description:
It was reported that while the doctor was examining the patient during a stress echocardiography exam, the ultrasound system crashed and displayed a blue screen. The user rebooted the ultrasound system and the functionality was restored. The exam was completed after a delay of only five minutes due to the reboot. There was no loss of data and there was no patient adverse event reported. No additional information was provided.

Manufacturer narrative:
No adverse event. Lot # and expiration date not applicable. Not an implant. Updated. Investigation: the complaint was investigated for an sc2000 system crash and displaying a blue screen. The investigation found a hard drive failure that caused the system to crash. It is possible that the hard drive failed due to a damaged sector. The customer service engineer replaced the hard drive tray on the system, and reloaded the system software. Complaint reference #: (B)(4).